Event description:
It was reported that a patient changed their supplies and subsequently observed that the device was displaying three lines and no blood glucose readings. The patient had changed only the pump supplies, not the sensor. Upon reviewing the continuous glucose monitoring settings on the device, it was found that the sensor needed to be started. Because the patient did not use the continuous glucose monitoring app, connectivity could not be verified there. The patient started the sensor and entered the pairing code, after which the device showed it was pairing for a short time and then successfully reconnected, restoring blood glucose readings. The patient¿s blood glucose was 347 mg/dl at the time of the call. The patient stated they had run out of insulin in the device earlier that morning and did not have time to change supplies, resulting in rising blood glucose levels over approximately an hour and a half. When questioned further, the patient reported administering a manual injection due to lack of available insulin in the device. The patient was advised to remain disconnected from the device for at least two hours following the manual injection. The patient confirmed that blood glucose levels were affected, with a highest value of 370 mg/dl for about two hours. The patient used backup therapy by manually injecting 15 units of insulin. No ketone testing was performed, and the patient reported no recent steroid injections, no professional medical intervention, no additional assistance, and no immediate health effects during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.